Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was 220 mg/dl. A system check using the current supplies on the pump was performed. The pump and infusion set tubing were found to be operating as expected. There was no damage noted to the cannula. The customer indicated that all of the supplies on the pump would be changed.